Event description:
N/a.

Manufacturer narrative:
The excel 36khz straight handpiece each1 (c2602srl) was returned for evaluation:   device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the handpiece overheated due to presence of water inside the coil form, and rust build-up inside the coil form wire connection. A new coil form, transducer and housing assembly were replaced. The handpiece was recalibrated, tested, and passed all the testing parameters. Root cause: - the root cause is confirmed as the 1st occurrence of transducer and coilform failure which is defective after 21 years in the field. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility returned the cusa excel 36khz straight handpiece loaner (c2602) to our service & repair team with the notation "repair." During evaluation by an integra technician, the handpiece failed the incoming test and overheated. There was no patient involvement or user injury.